Event description:
Country of complaint: (B)(6). Instrument was not sealing sufficiently. Temporarily unable to start the sealing cycle w/the push button of the instrument or it was not possible to stop w/the button. Sometimes the instrument started the cycle by itself, w/out pushing the button. The malfunction caused bleeding and it was necessary to change the instrument (an other pl720su). Surgery was prolonged by approximately 20 minutes. Device scrapped at the hospital.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: the instrument was scrapped at the hospital, therefor, an analysis of the device was not possible. The review of the device quality and manufacturing history records of batch 52053621 was completed. The quality records as well as the production documents comply with specification and do not present any discrepancies. Based on the information available it is not possible to determine a possible root cause for the failure, however, corrective action has been initiated on this product. No additional action is necessary at this time.

Manufacturer narrative:
The other code for 510 (k) is k130596. U.s. Reporting agent notified on: (B)(4) 2015: manufacturing site evaluation: on-going.